Event description:
Terumo medical corporation received the following information: it was reported that the procedure was an arterial angiogram. The physician had 6fr pinnacle in and was using 6fr angio-seal to close. The footplate did not engage with the vessel, and everything came back through the sheath. They inspected the collagen and footplate, and nothing was left in the vessel, so they decided to manually hold pressure. The outcome was good, no patient harm. There was no blood loss. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lab manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.